Manufacturer narrative:
Other, other text: a1, b3, b5, h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Per visual inspection, faulty pump, and printed circuit board (pcb). Corroded drain fitting. Per functional testing, the temperature rose "uncontrollably" and couldn't be adjusted confirming the complaint. The root cause was a faulty pcb board. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb, pump, and drain fitting. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
Additional information received. The device fault was occurred during preparing for use. No patent involvement. Event date was approximately mid of september.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was "going into over temperature". Patient involvement is unknown.